Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds during a routine follow up. The rv lead was repositioned as a result and remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds during a routine follow up. The rv lead was repositioned as a result and remained implanted. Additional information noted that the rv lead was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds during a routine follow up. The rv lead was repositioned as a result and remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.